Event description:
It was reported that the handpiece had intermittent power and a problem with sticking/run-on throughout a bunionectomy procedure. There has been no reported patient or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The saw was received at the manufacturer for evaluation, but the reported condition of intermittent power during usage could not be confirmed. Based on the investigation details, a possible cause for some problems was a sticky blade mount assembly, which was replaced along with bearings. Service did a clean, lube, and adjust to the device, and it was returned to the customer.